Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received a vibratory alarm for low atrial lead impedance. The patient presented to the hospital for atrial lead revision and prior to the procedure, the lead exhibited loss of sensing and loss of capture; low impedance was also confirmed. The lead was explanted and replaced. The patient was in good condition before, during and after the procedure.